Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the g5 mobile application shuts off unexpectedly. It was reported that the operating system for the smart device was not a supported system. No additional patient or event information is available. Data was provided for evaluation. The reported unexpected g5 mobile application shut-off was not confirmed via data. The root cause could not be determined. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems